Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.